Event description:
It was reported that shaft separation occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel below the knee. A 1.5mmx20mmx143cm coyote es balloon catheter was advanced for dilation. During the procedure, the catheter was pushed forward, but got bend and kink. The device was pulled back, and the shaft was detached inside the catheter. The separated fragment was removed with a 4f snare. The procedure was completed with a different device. No complications were reported.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Manufacturer narrative:
E1 (B)(6) h6 device codes: added the code for "difficult to remove". Device evaluated by MFR: the device was returned to arden hills complaint investigation site (cis) for analysis. The catheter was returned in 2 pieces confirming the break and kink.

Event description:
It was reported that shaft separation occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel below the knee. A 1.5mmx20mmx143cm coyote es balloon catheter was advanced for dilation. During the procedure, the catheter was pushed forward, but got bend and kink. The device was pulled back, and the shaft was detached inside the catheter. The separated fragment was removed with a 4f snare. The procedure was completed with a different device. No complications were reported. It was further reported that a 235cm non-boston scientific (bsc) guidewire was extending from the tip while the catheter was advanced. Additionally, the device was kinked during introduction and resistance was felt during withdrawal.